Event description:
The user noticed considerable differences in total bilirubin results from one patient when samples were tested on hitachi 917 analyzers ((B) (4) and (B) (4)) and an integra 800 analyzer (B) (4). The results in mg/dl were: on (B) (6) 2010:integra 800 = 0.4. On (B) (6) 2010: hitachi 917 = 4.0, hitachi 917 = 7.0, integra 800 = 0.9. On (B) (6) 2010: hitachi 917 = 10.0, hitachi 917 = 12.0 on (B) (6) 2010: integra 800 = 0.5 a sample from this patient originally tested on (B) (6) 2010 on the integra 800 with a result of 0.3 mg/dl was retested (B) (6) 2010 on the integra 800 with a result of 0.16 mg/dl. The result from the hitachi 917 (B) (4) was 18.6 mg/dl and from the hitachi 917 (B) (4) was 19.3 mg/dl. No information was provided to determine if the erroneous results were reported or if the patient was adversely affected. The total bilirubin reagent lot number was 622241.

Event description:
It was reported that a limb detached from the filter and went to the patient's lung. Reportedly, the detached filter limb was an incidental finding via a chest x-ray taken due to other patient comorbidities. The filter and the detached limb remain implanted. There was no report of injury to the asymptomatic patient.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Based upon the data provided, the falsely high total bilirubin results might have been caused by the interference of a gammopathy in the sample. In addtion, the customer did not install the recommended prozone check on the analyzer, therefore the falsely high result was not flagged. The problem was solved by installation of prozone check. After installation, samples from this patient were measured and subsequently produced prozone errors.

Event description:
The customer reported the sys is displaying software corrupt error. No pt injury was reported.

Manufacturer narrative:
Additional information was received concerning the patient involved in the event. The diagnosis was "plasmacytoma, kahler's disease, left heart failure" and the reason for hospitalization was "upper abdominal pain, intestinal bleeding". The patient was on midazolam. The integra results were considered to be medically correct and were reported. The patient was not adversely affected due to the falsely elevated total bilirubin result. The patient is now deceased.